Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had point of care unit application found crashed. A technical support specialist resolved the issue by launching the application manually and verified with the customer that the problem had been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had pcu application crashed. The customer confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.